Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to connect a heater bag to the homechoice device during set-up. The patient was not connected at the time of the event. The patient stated that the bag kept spinning around and would not attach correctly. Technical service representative assisted with ending therapy and advised them to start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.